Event description:
Foreign body reaction. It was reported that following an adhesiotomy via laparotomy the pt developed bowel occlusion. The pt left the hosp 4-5 days after operation but after 2 weeks the pt had to be operated on again for the bowel occlusion. On the operating field it was seen that the bowel loops were completely attached in a unique block. It was necessary to perform a 70 cm ileum bowel resection and partial omentotomy. The histolgic exam of the resected piece showed a granulomatous foreign body reaction, gel inclusions and infiltrates into the mesenterium.